Event description:
It was reported that post system implant, the right ventricular (rv) lead had intermittent capture at high output. Initially the output was reprogrammed, however the patient was then returned to the operating room and the lead was repositioned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 4592 implantable pacing lead: (B)(6) 2012. (B)(4).